Event description:
The patient was recently implanted and developed an infection at the incision site. The patient¿s health care provider reported on (B)(6) 2013 that perioperative antibiotics were administered. The onset date of the infection was (B)(6) 2013. The patient did not have meningitis. The patient experienced redness and drainage. The primary location of the infection was at the device pocket. The culture was taken at the device pocket and the organism found was serratia marcescens. The treatment required was IV antibiotics, oral antibiotics and partial device system explant. The patient outcome was noted as ongoing.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
Correction: patient and device information has been updated per additional information received. Concomitant medical products: product ID: 3889-28, lot# va09b8s, implanted: (B)(6) 2013, product type: lead. The manufacturing site ID was previously reported as # (B)(4). Additional review indicates the correct manufacturing site ID (B)(4).

Event description:
Additional information received reported that only the implantable neurostimulator (ins) was removed. The lead remained in place. It was noted that once the infection clears, the plan was to implant a new ins. A second follow up report will be sent if additional information is received.

Event description:
Additional information received reported that the patient's first implant got infected and they took out the implantable neurostimulator (ins) and left the lead in place. The first implant was perfect prior to the infection where the patient could go for 12 hours with no urination issues and no pain either. The patient received their second implant 6 months later.